Event description:
It was reported that during a procedure of the heavily calcified, right coronary artery (rca), after pre-dilatation the 3.5 x 18 mm xience v stent was delivered but could not cross the lesion; excessive force was used and the shaft became bent. The device was removed from the anatomy without incident. A 3.0 x 15 mm xience v stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed the hypotube shaft had separated and was held together by the outer sheath.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, excessive force. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Shaft break was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.